Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon drilled and over drilled over the kwire but couldn't advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching on to the blade. He tried to remove the screw with scissors. He then re-drilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non sterile screwdriver blade that we were able to flash and use.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Surgeon drilled and over drilled over the kwire but couldn't advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching on to the blade. He tried to remove the screw with scissors. He then re-drilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non sterile screwdriver blade that we were able to flash and use.